Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (500mcg/ml at 1502.61mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported that on (B)(6) 2019, the patient had a dye study that confirmed that the catheter was out of the intrathecal space and was fractured. The hcp was unsure when the fracture occurred or when the catheter migrated, but it was confirmed on (B)(6) 2019. The hcp thought the previous hcp was going to reprogram the pump that day to run down to minimum rate. The current hcp was going to program the pump to minimum rate on (B)(6) 2019 since the catheter was in the flank region. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that a catheter replacement was planned. The replacement had not been scheduled. There were no further complications reported at this time.